Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and that an empty cartridge alarm occurred while the cartridge was not empty. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.